Event description:
It was reported that during the treatment of an a1 aneurysm, the coil stopped advancing when it reached the aneurysm. The device was pushed and reportedly jumped and perforated the aneurysm. Upon removal attempt, it prematurely detached. The coil went into the aca. A balloon was inflated for hemostasis. Additional coils were implanted. The first coil in the aca was removed using a lasso successfully. When balloon was deflated, no bleeding was observed. On (B)(6) 2013 our representative met with the physician regarding the incident. The physician indicated there was no patient deficit and the scanner post op showed no bleeding.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned by the user center to date. However, it is said to be available. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.